Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited sensing issues resulting in delivery of inappropriate shocks in several episodes. Boston scientific technical services (ts) reviewed the episodes and noted a wandering baseline and discussed potential causes and troubleshooting options. The reported observations were unable to be reproduced and the primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited sensing issues resulting in delivery of inappropriate shocks in several episodes. Boston scientific technical services (ts) reviewed the episodes and noted a wandering baseline and discussed potential causes and troubleshooting options. The reported observations were unable to be reproduced and the primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to oversensing of noise. The recent noise had a different appearance than previous reported episodes. Tachycardia therapy was programmed off, and the patient was given a lifevest pending system explant and replacement. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited sensing issues resulting in delivery of inappropriate shocks in several episodes. Boston scientific technical services (ts) reviewed the episodes and noted a wandering baseline and discussed potential causes and troubleshooting options. The reported observations were unable to be reproduced and the primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to oversensing of noise. The recent noise had a different appearance than previous reported episodes. Tachycardia therapy was programmed off, and the patient was given a lifevest pending system explant and replacement. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that an electrode fracture was suspected, however, was not confirmed. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited sensing issues resulting in delivery of inappropriate shocks in several episodes. Boston scientific technical services (ts) reviewed the episodes and noted a wandering baseline and discussed potential causes and troubleshooting options. The reported observations were unable to be reproduced and the primary sensing vector was reprogrammed. No adverse patient effects were reported. This product remains implanted and in service. It was reported that an additional inappropriate shock was delivered due to oversensing of noise. The recent noise had a different appearance than previous reported episodes. Tachycardia therapy was programmed off, and the patient was given a lifevest pending system explant and replacement. No additional adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. It was reported that an electrode fracture was suspected, however, was not confirmed. Surgical intervention was undertaken. The device and electrode were explanted and replaced. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.